Event description:
It was reported that the procedure was to treat a 90% stenosis in the mildly calcified and moderately tortuous mid left anterior descending artery. The left coronary ostium was intubated with a jl 3.5 6f guiding catheter. The lesion was predilated in multiple sites with 2.0x15 mm voyager balloon at 8-10 atmospheres for 30 seconds. A 3.0x38 mm xience prime ll stent was deployed in mid segment, after which a dissection was observed. The dissection was treated with the deployment of another 3.5x12 mm xience prime successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii. Inflation: medtronic. Guide cath: cordis. Sheath: cordis. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.